Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00314 with the FDA on 30-nov-2023. Additional information (01-dec-2023): in addition to the information provided in the initial MDR, the customer service engineer (cse) determined that the primary and secondary vacuum tubing and black waste reservoir caps were dirty. The cse cleaned them and adjusted the secondary vacuum. Additionally, the customer provided the gender for all patients. Section b6 was updated to reflect this information. Corrected data (05-dec-2023): the initial report indicates ¿patients were given antisynthetase syndrome (ass) treatment following the initial erroneous results.¿ it was clarified that patients were given heparin and underwent echocardiography. Some patients were given acetylsalicylic acid (ass); the customer did not identify the specific treatments given to each patient. Section b7 was updated to reflect the corrected information. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2023-00315 and the associated supplemental report was filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00314 on 30-nov-2023, the first supplemental MDR on 14-dec-2023 and the second supplemental MDR on 29-jan-2024. Additional information (25-jul-2024): upon further investigation, siemens determined some areas of the vacuum sub-system can potentially become occluded during normal operation and the analyzer will fail autocheck for vacuum errors when the blockage is present. If the vacuum pressure goes too high or too low, the analyzer will cancel all tests. The component, the investigation findings, and investigations conclusions codes were updated in section h6 to reflect siemens evaluation. The analyzer is performing within specifications. No further evaluation of this analyzer is required. MDR 2432235-2023-00315 and the associated supplemental reports were filed for the same event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00314 with the FDA on 30-nov-2023 and supplemental MDR 2432235-2023-00314_s1 with the FDA on 14-dec-2023. Additional information (04-jan-2024): in addition to the service activities provided in the initial MDR and supplemental MDR, the cse also replaced the secondary vacuum bottle cap and ran quality controls, which recovered acceptably. Additionally, instrument files demonstrate that the primary and secondary vacuum waste pressure showed an anomaly at the time of the discordant results. Siemens determined that vacuum blockages potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2023-00315 and the associated supplemental reports were filed for the same event.

Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens customer care center (ccc) to report that falsely elevated high sensitivity troponin I (tnih) results were generated on five patient samples on a atellica im 1300 instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse discovered that the tubes on the im module were contaminated and cleaned them. The cse provided log files and a service report for siemens review. The cause of the falsely elevated tnih results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated high sensitivity troponin I (tnih) results were generated on five patient samples on an atellica im 1300 instrument. The initial results were reported to the physician(s), who questioned them. The customer repeated the samples on an alternate instrument, which recovered lower than the initial results. The repeat results were reported to the physician(s), as the correct results. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.